Event description:
It was reported that a synframe holding ring was missing a screw and a small piece on a synframe ring clamp had broken off after going through the wash cycle. No patient involvement. Complaint 1 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.